Manufacturer narrative:
Follow-up #1: date of submission 4/10/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: battery compartment crack at the battery compartment threads down through the bumper. Visible corrosion/rust inside battery compartment. Pump failed leak test due to battery compartment leak. Battery cap damaged; corrosion on contact spring. Test cap used to perform investigation. Opened pump; found no further evidence of moisture internally. Unrelated to complaint, the display is dim/faded (pink).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.